Manufacturer narrative:
Motor error alarm noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind, basic occlusion test, prime/delivery test, excessive no delivery test and occlusion test due to motor error alarm. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 190 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.